Manufacturer narrative:
Per the intended use in the instructions-for-use supplied with the device, "progel platinum surgical sealant is a single use device intended for application to visible air leaks on the visceral pleura after standard visceral pleural closure techniques have been employed during resection of lung parenchyma." Based on the reported information and the investigation performed, the reported event is a use error. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Device not returned.

Event description:
As reported, progel (platinum) surgical sealant was used in a gynecological procedure performed in (B)(6). The progel platinum surgical sealant is intended for application to visceral pleura as an adjunct to standard visceral pleural closure of visible air leaks incurred during lung resection. To date there has been no reported adverse patient outcome as a result of this use error.

Manufacturer narrative:
Per the intended use in the instructions-for-use supplied with the device, "progel platinum surgical sealant is a single use device intended for application to visible air leaks on the visceral pleura after standard visceral pleural closure techniques have been employed during resection of lung parenchyma." Based on the reported information and the investigation performed, the reported event is a use error. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and unique identifier (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, progel (platinum) surgical sealant was used in a gynecological procedure performed in france. The progel platinum surgical sealant is intended for application to visceral pleura as an adjunct to standard visceral pleural closure of visible air leaks incurred during lung resection. To date there has been no reported adverse patient outcome as a result of this use error.